Event description:
It was reported that the patient had syncope. The device was not pacing and could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.